Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The lead received with wavy shape and the stylet in lead. Removed stylet from lead and visually, they both were damaged. (B)(4).

Event description:
It was reported that prior to use the lead kinked easily when advanced into the sheath. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.